Event description:
Per the clinic, the device was electively explanted on (B)(6) 2022 and patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on november 03, 2022.

Manufacturer narrative:
Device analysis report attached. This report is submitted on december 15, 2022.